Manufacturer narrative:
This report is submitted on august 30, 2017 by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the clinic, the patient experienced poor performance with device use. Subsequently, on (B)(6) 2017 the patient was placed under general anaesthesia and skin revision was performed and a longer abutment was placed.